Event description:
It was reported that the patient presented for initial implant of the right ventricular lead. During the procedure the dislodged several times. The lead was removed, and an attempt was made to rotate the helix, however the helix failed to extend. The procedure was successfully completed with a replacement lead. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.